Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event was due to a vasovagal response from the patient.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the patient experienced vasovagel agitation and the patient was intubated. Following the procedure, the patient was extubated and discharged on (B)(6) 2020 with no adverse patient consequences.